Event description:
On february 10, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving "error 2" and "error 4" messages. The patient tests her blood glucose twice a day. She typically tests before breakfast and after dinner. She also takes 1 pill of metformin (500 mg) once a day before breakfast regardless of her meter readings. If her blood glucose is higher than normal or above a certain level, she takes an additional pill of metformin in the evening. The patient indicated that the alleged meter issues started at the same time on an unspecified date/time in 2008. After the meter issue began, the patient stopped testing her blood glucose since she could not get the device to work. During the month or so that she was unable to test, the patient continued to take 1 pill of metformin every morning as prescribed. She did not modify her diet. Also during the time she was not testing, the patient encountered episodes of having high and low symptoms of blood glucose. In some instances, she developed symptoms of sweating and in other cases, she developed a dry mouth. The patient said that whenever she started sweating, she ate or drank something to raise her blood glucose. When she had the dry mouth, she drank lots of water. The patient denied seeking or receiving medical intervention from a health care provider during the time of concern. Her blood glucose was also not tested on another device. The patient noted that the reported test strips were damaged. The alleged issues were not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed, she developed symptoms suggestive of severe high and low blood glucose, after the alleged meter issues began. The patient claimed, that she did not test for about 1 month because of the error messages.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.